Manufacturer narrative:
The driver was returned to the manufacturer for evaluation. Visual inspection found that the tip of the driver was removed from the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to finnish patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Disregard supplemental MDR sequence numbers 1 & 2 as the mdrs should have been filed under MDR 1723170-2018-01303.

Event description:
A site representative reported that, while in a spinal fusion, the screw driver was reported to have broken while in the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Patient information was unavailable from the site.

Event description:
Additional information was received from a manufacturing representative (rep) on behalf of the site, that the issue had occurred in the hallway when the system was turned on, before rolling the system into the room. They cleared the error message and the system functioned normally. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.